Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter "yellow crystals" were in tubes. The following information was provided by the initial reporter: yellow crystallized substance in the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter "yellow crystals" were in tubes. The following information was provided by the initial reporter: yellow crystallized substance in the tubes.